Event description:
The user facility reported that the spore indicator was positive following a processing cycle in a system 1 express. The scope was used in a patient procedure. No injuries or adverse effects were reported.

Manufacturer narrative:
Investigation remains in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris account manager spoke with the user facility and stated that after processing cycles in the system 1 express there is liquid remaining in the capsule of the s40 sterilant cup. The account manager requested the cycle tape subject of the reported event however the cycle tape was not provided. In addition, the user facility could not provide information regarding the lot number of the biological indicator or s40 lots used. The user facility stated they will begin to document information regarding consumable products used with their system 1 express. A steris service technician inspected the unit and found it to be operating properly; no issues were noted and the unit was operating to specifications. The technician ran diagnostic and processing cycles and confirmed the unit to be operating properly. While onsite the technician re-irritated to user facility personnel the importance of reprocessing scopes when liquid remains in the capsule as stated in section 7-12 of the system 1 express operator manual. During a subsequent visit, the technician discussed the proper use and handling of s40.

Event description:
A steris consumable territory manager confirmed the indicator subject of the reported event was a biological indicator.